Manufacturer narrative:
Two days post index procedure, a staged procedure was performed with the placement if three cypher stents. Pre-stent balloon angioplasty and placement of one cypher (cxs23350/ lot 15031284) stent was performed in the distal rca. Balloon angioplasty was performed in the mid rca with subsequent placement of one cypher (cxs33350/ lot 15049639) stent, overlapping the initial stent to fully cover the lesion. This was followed by post-stent balloon angioplasty. The third lesion in the proximal rca was treated with balloon angioplasty and placement of one cypher (cxs28300/ lot 15031274) stent overlapping the next initial stent to fully cover the lesion. The site reported a 0% final residual target lesion stenosis with no dissection in all three lesions with final timi 3 flow. The patient was discharged the next day on dual antiplatelet therapy. Cardiac enzymes collected three days post index procedure, indicated that the ckmb was three times elevated above the upper normal limit (unl), and the troponin was over 2.0. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of five products involved with this event which is associated with MFR report # 3003742446-2011-00122, 3003742446-2011-00123, 3003742446-2011-00124, 3003742446-2011-00125, and 3003742446-2011-00126.

Manufacturer narrative:
Additional information received from the (B)(4) study database states that during the staged procedure on (B)(6) 2010 for treatment of the distal rca, the patient suffered a peri-procedural myocardial infarction (mi). The event was caused by a transient occlusion of the right av groove at the bifurcation site into the posterior descending artery (pda) which was covered by the distal cypher (cxs23350/ lot 15031284) stent. The side branch was rescued with balloon angioplasty. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of five products involved with this event of an mi, which is associated with mfg. Report # 3003742446-2011-00122, 3003742446-2011-00123, 3003742446-2011-00124, 3003742446-2011-00125, and 3003742446-2011-00126.

Manufacturer narrative:
This event (myocardial infarction) is being unreported as it not related to this cordis stent. As per the reporter, the adverse event of myocardial infarction, which occurred during a staged procedure, is not related to this stent as it was implanted during the index procedure in the distal left anterior descending artery and was not within 5mm of the culprit vessel (rca). Please update your files accordingly. No additional follow-up will be forthcoming. Cypher (B)(4) stent. Please note that this medwatch report represents one of five products involved with this event which is associated with mfg. Report # 3003742446-2011-00122, 3003742446-2011-00123, 3003742446-2011-00124, 3003742446-2011-00125, and 3003742446-2011-00126.

Event description:
The (B)(4) database indicated that the cardiac enzymes (ckmb 10.8 - unl 2.4) reported on (B)(6) 2009 (index was conducted on (B)(6) 2009) were 3 times elevated, and the troponin (3.52 - unl 0.399) was over 2.0. The patient is a (B)(6) woman with a history of mi, most recent in (B)(6) 1998, one pci in (B)(6) 1998 in the target vessel with placement of a stent, dyslipidemia, hypertension, chf with lvef less than 30%, and smoking, who presented with a 80% stenosis in the distal lad, a 95% stenosis in the 1st obtuse marginal (om1), a 70% lesion in the proximal right coronary artery (rca) (lesion length 20 mm), a 70% lesion in the mid rca (lesion length greater than 30 mm), and a 80% stenosis in the distal rca (bifurcating lesion, length 25 mm by visual estimate). No angina was reported. On (B)(6) 2009, the patient underwent the index procedure treatment of two target lesions. The first target lesion in the distal left anterior descending (lad) was treated with pre-stent balloon angioplasty and placement of one cypher (cxs23350/ lot 15045472) stent. The site reported a 0% final residual target lesion stenosis with no dissection and timi 3 flow. The second target lesion in the 1st om was treated with balloon angioplasty and placement of one cypher (cxs13225/ lot 15053568) stent. The site reported a 0% final residual target lesion stenosis with no dissection and timi 3 flow. Due to excessive dye, the staged procedure with treatment of three target lesions in the rca was planned.